Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event while at the hospital. The patient received one treatment at 07:09:46 am. Motion artifact contributed to the false detection. Hospital staff was present at the time of the event and it was reported that the patient pressed the response buttons. Per review of the patient flags, the response buttons were not pressed immediately prior to the treatment. Per the flags, the response buttons were functional and used successfully before the treatment at 06:52:51 am and again after the treatment at 07:10:55 am. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued use of the lifevest. (Other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device monitor (B)(4): 03/2013 - reuse. Electrode belt (B)(4): 06/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.